Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump had inoperable second from left softkey. A review of the event history log revealed "system error 119 - stuck key detected" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the keypad. The keypad requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had inoperable second from left softkey. No additional information is available.